Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt300 14.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, the patient had residual astigmatism and the lens rotated out of it's initial axis point. Therefore, a lens repositioning procedure was performed on (B)(6) 2018 to place the lens back at it's original axis point. Also, the doctor used an ocular response analyzer (ora), which told him no more rotation was recommended. Reportedly, the patient still had a residual cylinder of 2.75 after the lens repositioning procedure and the final refraction was 0.50 x -2.50 x 65 degrees. There was no incision enlargement, no vitrectomy, and no sutures used. There are no plans of anymore surgical intervention at this moment in time. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.